Event description:
Customer stated that a patient has a retained capsule. It has been 13 days since the bravo procedure took place and the capsule is still attached to esophagus. The customer stated that the patient complained of chest pains. The patient will be traveling tomorrow so, the doctor will give the patient pain medication and will not attempt to remove the capsule at this time. The doctor did an x-ray and determined that the capsule was still attached.

Manufacturer narrative:
The doctor received the required information including a technique to detach a retained capsule.